Manufacturer narrative:
Block h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates; and complete UDI information are unknown. Block h6: imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf impact code f2301 captures the reportable event of an additional device required to remove the stent.

Event description:
It was reported that a wallflex biliary plus fully covered stent was implanted to treat a stricture during a endoscopic retrograde cholangiopancreatography performed on (B)(6) 2025. On (B)(6) 2025 the physician explanted the stent because it was causing too much pressure on the biliary duct resulting on pancreatitis in the patient. It is unknown if another stent was implanted as replacement of this device. No additional patient complications were reported due to this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates; and complete UDI information are unknown. Block h6: imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf impact code f2301 captures the reportable event of an additional device required to remove the stent.

Event description:
It was reported that a wallflex biliary plus fully covered stent was implanted to treat a stricture during a endoscopic retrograde cholangiopancreatography performed on (B)(6) 2025. On (B)(6) 2025 the physician explanted the stent because it was causing too much pressure on the biliary duct resulting on pancreatitis in the patient. It is unknown if another stent was implanted as replacement of this device. No additional patient complications were reported due to this event. ***additional information received on may 12, 2025**** it was reported to boston scientific corporation that a wallflex biliary plus fully covered stent was to be implanted to treat a stricture in the bile duct during an endoscopic retrograde cholangiopancreatography performed on (B)(6) 2025.